Event description:
The report indicated that the customer's bgs began to rise within two hours of applying a new pod. Consecutive high bgs (264-400mg/dl) were experienced over the following two hours despite a correction bolus attempt. Both a kink and the presence of blood were seen in the cannula, though no alarm was initiated by the pod. A manual insulin injection via pen was administered, at which point the pod was removed and replaced. The suspect device will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggest that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation removing and replacing the device per user instructions.